Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited some untreated episodes and a treated episode. Upon review, it was noted noise oversensed in all episodes. The patient was brought into the clinic, noise with pocket manipulation in all vectors were performed. A x-ray was performed and it was noted some tension where the tunnel track entered the pocket. It had been a pediatric implant, and normal body growth could have contributed. The patient also appeared to have pectus excavatum. It was also noted that the electrode could have been positioned lower, as it seemed slightly high, possibly due to the growth of the patient. The device was programmed off and the patient was placed on a life vest awaiting the advance care. Currently, this product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(6) 2025. - explant. (B)(6).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited some untreated episodes and a treated episode. Upon review, it was noted noise oversensed in all episodes. The patient was brought into the clinic, noise with pocket manipulation in all vectors were performed. A x-ray was performed and it was noted some tension where the tunnel track entered the pocket. It had been a pediatric implant, and normal body growth could have contributed. The patient also appeared to have pectus excavatum. It was also noted that the electrode could have been positioned lower, as it seemed slightly high, possibly due to the growth of the patient. The device was programmed off and the patient was placed on a life vest awaiting the advance care. Subsequently, a revision procedure was performed, and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.